Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain [pain]. Joint motion impairment [joint range of motion decreased]. Effusion in the left hip [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a female pt of unk age, initials unk, with coxarthritis. The pt's medical history is significant for previous treatment with synvisc-one in the other hip without incident. On an unspecified date, the pt initiated synvisc-one 6ml once in the hip. On an unspecified date, 24 to 36 hours after the injection, the pt experienced a painful inflammatory reaction. The pt was hospitalized for joint aspiration, and fluid was sterile. Concomitant medications were not provided. The intensity for the events of inflammatory reaction and pain was not assessed. The relationship between synvisc-one and the events of inflammatory reaction, pain, and joint effusion was not provided by the reporting physician. The pt's outcome was not provided. Add'l info was received on (B)(6) 2011 from the physician. The pt was identified as a (B)(6) female pt with bilateral coxarthrosis, and stage 3 coxarthrosis on the left side. The pt's medical history is significant for spondyloarthropathy, and previous treatment with synvisc-one in the right hip in (B)(6) 2010 and (B)(6) 2011 without adverse events. On (B)(6) 2011, the pt initiated synvisc-one 6ml once in the left hip. No arthrocentesis was performed prior to this injection as no effusion was present. On (B)(6) 2011, the pt experienced effusion in the left hip, pain, and joint motion impairment. A hip puncture was performed and 5ml of cloudy synovial fluid was removed, which was sterile. The fluid contained 24,000 cells/mm3 (67% neutrophils). No action was taken with synvisc-one as the pt had completed the regimen. Relevant concomitant medications reported include apranax 350 unk units twice a day for spondyloarthritis. The intensity for the events of effusion in the left hip, pain, and joint motion impairment was assessed as severe. The reporting physician assessed the relationship between synvisc-one and the events of effusion in the left hip, pain, and joint motion impairment as definitively related. The pt's outcome for the events was reported as not yet recovered. At the time of the report, there had been improvement in the events, but joint impairment was still present at d9. Add'l info was received on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.